Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. This MDR represents the ventralight st mesh (device 3). Additional supplemental emdr¿s were submitted to represent the ventralight st mesh (device 1) and ventralight st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2016 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st (device 1). Per op notes, ¿the hernia sac was identified in the right upper abdomen and dissected free. The bowel incarcerated in hernia was reduced. Adhesions were lysed. Omental adhesions were lysed. A ventralight st (device 1) was placed and tacked using sorbafix tacker.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with excision of ventralight st (device 1) and implant of ventralight st (device 2 and 3). Per op notes, ¿the previous sutures were removed. The previous incision was opened. Adhesions were lysed. The prior mesh (device 1) was identified and excised. Intra-abdominal adhesions were lysed. A large hernia defect was noted and excised the sac. Two ventralight st (device 2 and 3) were placed and sutured together.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventralight st (device 2 and 3). Per op notes, ¿midline scar was opened. Filmy adhesions of small bowel to abdominal wall were lysed. The hernia was identified just right of midline. The prior meshes (device 2 and 3) were noted failed and excised. The hernia was repaired primarily with sutures.¿